Event description:
It was reported that 3 bd smartsite gravity burette set experienced component separation and leakage. The following information was provided by the initial reporter: the bottom blows off when the nurse squeezes the IV fluid into it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the customer reported the gravity burette set blows off when pressure is applied, and returned 6 separated samples. All 6 of the samples were separated at the bottom of the burette, and the complaint is verified. The samples all had the same failure, and the same root cause of insufficient solvent applied during assembly. Manufacturing is aware of the failure and this root cause. A device history record review for model 10012564 lot number 22039290 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : h.10.

Event description:
It was reported that 3 bd smartsite gravity burette set experienced component separation and leakage. The following information was provided by the initial reporter: the bottom blows off when the nurse squeezes the IV fluid into it.